Event description:
The facility reports the hoist was used and the nurse was attempting a lift with the pt in the sling. The nurse pressed the button on the remote and the hoist went straight to the top, past both micro switches, and stopped short. The nurse pushed the down button and nothing happened. The cover was pressed upwards about 2cm, causing the emergency function button to be out of order. The pt remained sitting in the sling and four persons were required to get pt's down. No injuries occurred, but the pt was surprised.